Event description:
"Ntaneous" case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain") and inguinal mass ("mass in right groin") in a (B)(6) female patient who had essure (batch no. 975386) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did you undergo essure confirmation testing? No". The patient's past medical history included pregnancy. Concurrent conditions included multiparous. Concomitant products included paracetamol (acetaminophen) since 2012. In (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), inguinal mass (seriousness criterion medically significant), menorrhagia ("heavy abnormal menstruation/menorrhagia"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), fatigue ("fatigue"), migraine ("migraines"), headache ("headaches"), endometriosis ("other injury(ies) or complication(s) - please describe: endometriosis"), abdominal pain ("abdominal pain"), depression ("psychological or psychiatric problems condition: depression"), anxiety ("psychological or psychiatric problems condition: mental anguish") and dysmenorrhoea ("dysmenorrhea (cramping)"). The patient was treated with naproxen (naprosyn), solpadeine (tylenol 1), surgery (hysterectomy (full), bilateral salpingectomy) and surgery (biopsy with excision of mass in right groin). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, inguinal mass, menorrhagia, vaginal haemorrhage, fatigue, migraine, headache, endometriosis, abdominal pain, depression, anxiety and dysmenorrhoea outcome was unknown. The reporter considered abdominal pain, anxiety, depression, dysmenorrhoea, endometriosis, fatigue, headache, inguinal mass, menorrhagia, migraine, pelvic pain and vaginal haemorrhage to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 12-oct-2018: pfs received: device removal date added. Consumer address updated. Events: depression, mental anguish, dysmenorrhea, mass in right groin. Surgery: hysterectomy, bilateral salpingectomy, biopsy with excision were added. Event onset date added. Treatment drugs added. Severity added. Concomitant drug added. Historical condition added. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe pelvic pain') in a 33-year-old female patient who had essure (batch no. 975386) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did you undergo essure confirmation testing? No". The patient's medical history included pregnancy, fibroids, ovarian cyst, drug allergy, urinary frequency, c-section, constipation and pid pelvic inflammatory disease. Concurrent conditions included multiparous. Concomitant products included paracetamol (acetaminophen) since 2012. In (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), inguinal mass ("mass in right groin"), menorrhagia ("heavy abnormal menstruation/menorrhagia"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), fatigue ("fatigue"), migraine ("migraines"), headache ("headaches"), endometriosis ("other injury(ies) or complication(s) - please describe: endometriosis"), abdominal pain ("abdominal pain"), depression ("psychological or psychiatric problems condition: depression"), anxiety ("psychological or psychiatric problems condition: mental anguish") and dysmenorrhoea ("dysmenorrhea (cramping)"). The patient was treated with naproxen (naprosyn), paracetamol (tylenol) and surgery (biopsy with excision of mass in right groin and total abdominal hysterectomy, bilateral salpingectomy, lysis of adhesions). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, menorrhagia and vaginal haemorrhage had resolved and the inguinal mass, fatigue, migraine, headache, endometriosis, abdominal pain, depression, anxiety and dysmenorrhoea outcome was unknown. The reporter considered abdominal pain, anxiety, depression, dysmenorrhoea, endometriosis, fatigue, headache, inguinal mass, menorrhagia, migraine, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: patient received treatment for pain, bleeding diagnostic results (normal ranges are provided in parenthesis if available): pathology test - on (B)(6) 2018: a spring-like metal device is identified in left cornu. Bilateral fallopian tube show mild fimbrial edema but no gross lesions. Ultrasound scan vagina - on (B)(6) 2013: impression: 1. At rlq complaint, 1.2 cm nodule on superficial margin of rectus sheath. Consider desmoid, endometriosis. 2. Right ovarian ,simple cyst/dominant follicle 1.8 cm. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 5-apr-2021: no new information was received, then mention the update of both imdrf/FDA codes as the only change. Medical records received- new reporter, lab data, medical history and removal details were added we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe pelvic pain') in a 33-year-old female patient who had essure (batch no. 975386) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did you undergo essure confirmation testing? No". The patient's medical history included pregnancy, fibroids, ovarian cyst, penicillin allergy, urinary frequency, c-section, constipation and pid pelvic inflammatory disease. Concurrent conditions included multiparous. Concomitant products included paracetamol (acetaminophen) since 2012. In (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), inguinal mass ("mass in right groin"), menorrhagia ("heavy abnormal menstruation/menorrhagia"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), fatigue ("fatigue"), migraine ("migraines"), headache ("headaches"), endometriosis ("other injury(ies) or complication(s) - please describe: endometriosis"), abdominal pain ("abdominal pain"), depression ("psychological or psychiatric problems condition: depression"), anxiety ("psychological or psychiatric problems condition: mental anguish") and dysmenorrhoea ("dysmenorrhea (cramping)"). The patient was treated with naproxen (naprosyn), paracetamol (tylenol) and surgery (biopsy with excision of mass in right groin and total abdominal hysterectomy, bilateral salpingectomy, lysis of adhesions). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, menorrhagia and vaginal haemorrhage had resolved and the inguinal mass, fatigue, migraine, headache, endometriosis, abdominal pain, depression, anxiety and dysmenorrhoea outcome was unknown. The reporter considered abdominal pain, anxiety, depression, dysmenorrhoea, endometriosis, fatigue, headache, inguinal mass, menorrhagia, migraine, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: patient received treatment for pain, bleeding diagnostic results (normal ranges are provided in parenthesis if available): pathology test - on (B)(6) 2018: a spring-like metal device is identified in left cornu. Bilateral fallopian tube show mild fimbrial edema but no gross lesions. Ultrasound scan vagina - on (B)(6) 2013: impression: 1. At rlq complaint, 1.2 cm nodule on superficial margin of rectus sheath. Consider desmoid, endometriosis. 2. Right ovarian ,simple cyst/dominant follicle 1.8 cm. Lot number: 975386, manufacturing date: 2012/04, expiration date: 2015/04. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 12-apr-2021: quality safety evaluation of product technical complaint. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe pelvic pain') in a 33-year-old female patient who had essure (batch no. 975386) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did you undergo essure confirmation testing? No". The patient's medical history included pregnancy. Concurrent conditions included multiparous. Concomitant products included paracetamol (acetaminophen) since 2012. In (B)(6)2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), inguinal mass ("mass in right groin"), menorrhagia ("heavy abnormal menstruation/menorrhagia"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), fatigue ("fatigue"), migraine ("migraines"), headache ("headaches"), endometriosis ("other injury(ies) or complication(s) - please describe: endometriosis"), abdominal pain ("abdominal pain"), depression ("psychological or psychiatric problems condition: depression"), anxiety ("psychological or psychiatric problems condition: mental anguish") and dysmenorrhoea ("dysmenorrhea (cramping)"). The patient was treated with naproxen (naprosyn), paracetamol (tylenol) and surgery (biopsy with excision of mass in right groin and hysterectomy (full), bilateral salpingectomy). Essure was removed on (B)(6)2018. At the time of the report, the pelvic pain, menorrhagia and vaginal haemorrhage had resolved and the inguinal mass, fatigue, migraine, headache, endometriosis, abdominal pain, depression, anxiety and dysmenorrhoea outcome was unknown. The reporter considered abdominal pain, anxiety, depression, dysmenorrhoea, endometriosis, fatigue, headache, inguinal mass, menorrhagia, migraine, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: patient received treatment for pain, bleeding. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jan-2020: pif received: outcome of events pelvic pain and abnormal bleeding was updated to recovered/resolved. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.